Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6) implanted: explanted: product type recharger product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their recharger was no longer functioning. The patient stated since last night when they went to charge the recharger, they put it on the dock and the battery lights had been going fast blinking up and down the three battery lights were scrolling and when they took it off the dock, it didn't work, nothing would light up. Patient services had the patient check the dock and the patient confirmed the dock provided a green light that stayed steady when they moved it around and that they used a thick charging cable that they plugged into the dock. Patient services had the patient place the recharger on the dock and hold don the power button for 10 seconds and then had the patient remove the recharger from the dock and power the recharger on. The recharger did not power on. Patient services had the patient perform a recharger r eset but the reset was unsuccessful and they were still unable to power the recharger on. The issue was not resolved through troubleshooting. A replacement was sent. On 2024-may-01 the patient called back with their new wireless recharger and with troubleshooting was able to successfully connect it to the handset and charge their implant.